Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A site history complaint review was conducted and did not show any additional complaints related to this event. Unable to conduct system or instrument log review due to lack of procedure, system and instrument detail. Based on the information provided at this time, this complaint is reportable due to the following: while it is unknown if the event is related to an isi product, and there is no known allegation or evidence of a product issue that would be classified as a reportable event, it was reported that a patient experienced ¿significant bleeding¿ and the procedure converted to open surgery. At this time, the amount of bleeding, medical intervention required, and the root cause of the alleged event are unknown.

Event description:
It was initially reported, via clinical journal review, that a robotic-assisted hepatectomy procedure converted to open surgery due to "significant bleeding" as a result of a "traction injury" at the right hepatic vein/inferior vena cava interface. The event date of the procedure, the specific da vinci model used, and the patient status are unknown. Intuitive surgical, inc. (Isi) has reached out to the author to obtain additional information but has not yet received a response.